Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant placed a 5.5 pump to support a patient as they bridged to transplant. The patient had an access site hematoma during the support. The team sent for hematoma washout and removed the heparin from the purge. Weaning was successful and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-14446.